Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched leading to a tear spanning both the internal and external regions of the soft cannula and fluid being diverted from the fluid path. It could not be determined when or how this damage occurred. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod for longer than 48 hours. As treatment, a correction bolus was delivered.